Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced a loud constant tone of insulin pump. It was reported that insulin pump had a high pitch and customer was not able to clear due to buttons not responding. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump was monitored and no high pitch sound anomaly, audio beep anomaly, constant tone anomaly or vibration anomaly noted. The audio beep and vibration functioned properly. The insulin pump was received with cracked battery tube threads.